Event description:
The ge oec 9800 fluoroscopy system rebooted during a procedure and did not complete the boot sequence. The system had to be powered off in order to have the system complete the boot sequence to finish the procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and was not given access to the system for several days. The problem at that point was isolated to voltage on the fluoro functions pcb (ffb) that was out of calibration. The power supply was adjusted to 5.1 volts, and the ffb was re-seated. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.